Event description:
It was reported that the 9700 system locked up during a case. No pt injury was reported.

Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with a blue cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoid colon resection procedure, they loaded the device properly, closed and fired properly. After firing the device, the tissue fell away from the jaws of the device without opening the jaws. When the jaws were opened, there were two malformed staples near the distal end point. One was slightly formed; the other had no form at all. A competitor's device was used and fired on patient side of the colon. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.